Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application had not launched and had displayed a blue screen. A technical support specialist (tss) reported logging into the station and found that the carefusion network administrator account had been logged in with the medication application already launched. The tss then logged into the carefusion network application user account to confirm that no error messages had appeared during logon. Afterward, the tss logged back into the administrator account and repaired the remote support service agent. The tss subsequently logged into the application user account again and confirmed that the medication application had launched as expected upon login. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching and station displayed carefusion blue screen. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.